Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high as well as low blood glucose level. The customer's high blood glucose level was 565 mg/dl. The customer's low blood glucose level at the time of the incident was 47 mg/dl and customer¿s current blood glucose level was 118 mg/dl. The customer was treated by the food for the low blood glucose level. The insulin pump will not be returned for the analysis.